Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer reverted to manual injections for insulin therapy. Tandem technical support guided the customer through the load process, and insulin delivery was resumed. Customer's blood glucose was approximately 152 mg/dl.